Event description:
The customer reported that during deployment of a vasoseal vhd kit size 6, the first collagen plug did not appear to go all the way in. The second collagen plug was placed into the sheath and they attempted to deploy it but, the sheath separated from its hub and the second collagen plug remained visible and was pulled out with forceps under fluoroscopy. The sheath was also visible and was removed with forceps. The first collagen plug was visible inside the sheath after removal. No pt complication were reported